Event description:
It was reported that the patient lost consciousness, when their blood glucose (bg) values dropped to less than 70 mg/dl. The ambulance was called and arrived to render treatment. For treatment, the patient believes they gave her glucose. The pod was worn between 4 and 24 hours on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.